Event description:
It was reported that the lead showed a bend at the tip and the lead locking cap could not be secured prior to implantation. The device was never implanted and no surgical intervention occurred or is planned. A replacement was used and the issue resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID neu_stimloc_acc (serial: unknown); product type: 0001-accessory; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #708774346:analysis information -- 2026-02-25 13:39:23 cst pli# 10 product ID# 3389s-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis confirmed that the distal end of the lead was bent. No significant anomalies were found with the burrhole kit. Continuation of d10: product ID 924256 lot# serial# unknown implanted: explanted: product type accessory product ID neu_stylet_acc lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.